Event description:
A healthcare facility from the UK reported via a fisher & paykel healthcare (f&p) field representative that the elevator base of the iw932 cosycot infant warmer is cracked. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). H2 correction: the product model number and description changed in b5, d1 and d4 from iw950 manual controlled cosycot infant warmer to iw932 baby controlled cosycot infant warmer h10 manufacturer narrative: method: the complaint iw932 baby controlled cosycot infant warmer was serviced by a trained f&p service engineer from f&p UK at the hospital facility. Our investigation is based on the service report provided by our service engineer and photograph provided by the customer. . Results: visual inspection of the photograph revealed the plastic legs had a crack at the center of the base. The service report stated the plastic elevator base has been replaced to the metal elevator base. Conclusion: cracks to the plastic leg base region of the cosycot infant warmer are known to occur when it has been overloaded. The subject cosycot infant warmer had been in service for nearly 15 years. The operating manuals which accompany with the cosycot infant warmer states followings: warning: care should be taken to ensure that the maximum total accessory weight on the warmer does not exceed the maximum specified. Cleaning and maintenance: the base should be checked at least annually to ensure reliable operation.

Manufacturer narrative:
(B)(4). The complaint device was not returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of the investigation.

Event description:
A healthcare facility from (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the elevator base of the iw950 manual controlled cosycot infant warmer is cracked. There was no reported patient involvement.